Event description:
Manufacturer review of a vns pt's programming history revealed that a faulted systems diagnostics test occurred on (B)(6) 2009 which caused the vns settings to change and the output current to be set to 0ma. Md. At the next office visit on (B)(6) 2009, the settings were adjusted back to the intended settings.